Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code b40 was caused by a failure in printed circuit board and failure in main board. In regard to the failure of the printed circuit board and the main board, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center presented error code b40, failure in printed circuit board and failure in main board. There was no patient involvement.